Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ shielded IV catheter was found with ¿the yellow hub catheter was misshaped¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation results: device/batch history record review findings: ¿ a total of 228,000 units were manufactured on autoguard line 4 starting on april 19, 2017 through april 23, 2014 and packaged on line 10 on april 23, 2017 through may 1, 2017. ¿ all challenges were successful and no quality related findings were discovered ¿ set-up and in process samples including (but not limited to) adapter damaged-deformed and damaged component passed per specification. Qn / sap database review findings: on non-related qn (200687888) for leakage (catheter tubing) was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis observations and testing: received one used 24ga catheter/adapter assembly, a fully retracted needle-barrel assembly and a needle cover. Visual/microscopic examination: damage on the outer threads of the adapter was observed. There were no holes, splits, kinks, bends or wrinkles in the catheter tubing. Attempted to attach the catheter to the end male luer of the extension set, the damage on the outer threads of the adapter prevented connection without resistance. Root cause of the incident was determined to be related to manufacturing. The observed damage could have happened anywhere on the line where a machine part contacts the female luer. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings.

Manufacturer narrative:
Additional information was received for the medical device lot number # 7102817 the following field(s) have been updated. Medical device lot #: 7102817. Medical device expiration date: 2020-03-31. Device manufacture date: 2017-04-12.